Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a condition of no audio which was found during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported symptom of "no audio" was verified during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The cause was determined to be a failed speaker. The rear case was replaced to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.